Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for colonic polyps performed on (B)(6) 2025. During the procedure, despite multiple attempts by the tech to open and close the clip, the clip remained attached and could not be released catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of the clip unable to be released from the catheter.